Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: 7/5/2016-7/8/2016. Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed that the cannula had been returned to its original position. A simulated use test was performed and the safety mechanism was activated successfully without any abnormalities. A leak test was also performed and no leakage was observed. A review of the of the device history record revealed the manufacturing dates were between 7/5/2016-7/8/2016 and no irregularities were found during the manufacture of the reported lot # 6137153. A manufacturing review revealed no abnormalities in incoming material, the whole assembly process, or packing process. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after successful venipuncture with a bd pegasus¿ safety closed IV catheter system 24g x 0.75in., the safety mechanism failed to function properly and leakage was noticed at the septum. There was no report of injury, exposure to blood or chemotherapy, and no medical interventions were provided.